Event description:
It was reported that the patient presented in the emergency room (ER) due to alleged inappropriate shock by the implantable cardioverter defibrillator (ICD). Upon interrogation it was noted that the ICD experienced corruption of firmware and data resulting in missing electrograms, patient episodes and parameters and causing inappropriate back-up mode as well. As a resolution programming changes were made and the ICD was restored. There were no patient consequences.

Manufacturer narrative:
The reported event of multiple shocks being delivered was unable to be confirmed and the event of device in back-up mode was confirmed. Since the device was in backup mode, no diagnostics are available, but there was evidence that there were 12 instances of charging. The backup mode was due to two back-to-back event queue overflow instances, which a firmware update has been made available to mitigate this issue.